Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material# 10013902. Batch# 23119346. It was reported by customer that the filter is defective. Medication primes from one end but does not come out from the other. Verbatim: the filter is defective. Medication primes from one end but does not come out from the other.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of occlusion in filter could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013902 lot number 23119346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.